Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s driveline inadvertently got pulled. The patient presented with a fever, was admitted, and placed on cefepime for 4 days. Driveling wound culture was positive for staphylococcus aureus, however blood culture was negative. The patient was discharged on oral antibiotics. No additional information was provided.